Event description:
Report received from abbott international affiliate (abbott-canada) which states, "the clave adapter disconnected within 72 hours for use. The clinician indicated that this device was connected to a continuous infusion but the type of solution, rate and medication were unknown. The peripheral line occluded and a new IV line was restarted." Add'l info received states the following. "The clave adapter pulled right out of the hub. The extension set was attached to an unspecified pump set. The pump alarmed when the problem occurred but the reading was unknown by the reporter. Heparin was infusing at an unknown rate. There was a delay in therapy, length of time was unknown. An unspecified amount (not a great amount) of blood loss occurred. They had to redo the ptt test to see where the pt was at with the heparin therapy. The pt recovered." No further info is available.